Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned. Failure event observed during analysis. Final analysis found externalized conductors due to internal insulation abrasion at 12.3 cm to 15.6 cm and 7.6 cm to 9.9 cm from the distal tip. Additionally, internal insulation abrasion was noted at 15.5 cm to 17.4 cm from the distal tip. The etfe coating was intact in all of these regions.

Event description:
This report is to advise of an event observed during analysis.